Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported receiving a motor error alarm on the insulin pump during a bolus attempt. Customer changed the reservoir and tried once more to bolus, but received another motor error alarm. Blood glucose level was 172 mg/dl at the time of the call. No further information was provided.